Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported leakage during connection caused by a crack in the distal hub of the syringe pump tubing. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.